Manufacturer narrative:
The aware date(g3) reported in the initial report was submitted incorrectly. The aware date should read: 06jan2023. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse reset all the connections of the motor control pcb and no issues were then found with the unit. The fse then checked the unit for more than an hour and it was working ok. It was then stated that the unit was handed over to the customer in proper condition and that if the same problem occurs again then the motor control pcb and front end pcb needs to be replaced. However, it was then stated by the fse stated that the motor controller board needed to be replaced and an estimate was submitted to the customer. The fse later informed that the unit was still not cleared for clinical use and that the customer was not interested in purchasing the part. This complaint will be closed, if further information is received in regards to the repair of the unit, the complaint will be opened and updated accordingly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) was showing electrical test fail code 50. There was no patient involvement.